Event description:
During surgery, the pilot shaft became stuck in the femur resulting in a 1 1/2 hour delay to the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.